Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the sp monopolar curved scissors (mcs) instrument was returned due to a malfunction during the procedure. The reported issues on the instrument were that the instrument had jerky movements, breakage of the flexible apical part of the instrument, unresponsiveness to commands, and the instrument did not follow the surgeon's movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer clarified that the apical part was not completely detached or separated from the body of the mcs instrument. The instrument was not static. The instrument had non-intuitive movement and had moved in an unintended or opposite way. There was no injury to the patient, and no fragments fell into the patient. The procedure was completed robotically as planned. There was no procedure delay.